Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at the hospital/rehab or life care. The date the customer was hospitalized is unknown. The cause of death was acute mi and secondary cause was cardiac arrhythmia. The caller stated that the customer had diabetes complications ¿high blood glucose possibly caused by arthritis medication, neuropathy, 3 toe amputations, and difficulty keeping hands and feet warm. The customer's kidneys also shut down a week before passing and the customer had chronic heart disease, infections of septicemia. The customer¿s blood glucose was unknown at the time of death. It's unknown if the customer was wearing the insulin pump at the time of death. It's unknown if the customer was using sensors. Caller stated that the customer was in the hospital as his gall bladder was about to burst and could not have surgery due to his heart, and they drained it and sent him to rehab where it was too strenuous on his heart, and he passed away. Caller also stated that the customer had huge fluctuations in his sugar. The caller agreed to return the insulin pump for analysis.